Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a fixation procedure at l5-s on an unknown date. Post-op, pain due to fracture at sacrum was observed. Revision surgery was scheduled to extend the fixation level with placing iliac screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.